Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead has high impedance, intermittent capture at high output and non-physiologic sensing (nps). The atrial lead remains in use. No patient complications have been reported as a result of this event.